Manufacturer narrative:
Citation: prodan z et al. A novel bioabsorbable pulmonary valved conduit ¿ surgical technique and initial clinical results. Cardiology in the young. 2017; 27 (4): s542. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and performance of a novel bioabsorbable pulmonary valve conduit in pediatric patients requiring right ventricular outflow tract reconstruction. All data were collected from a single center between july 2016 and december 2016. The study population included 12 patients (6 males, 6 females; mean age 7 years), 3 of which were previously implanted with a medtronic contegra valved conduit and 2 were previously implanted with a medtronic hancock valved conduit. No serial numbers were provided. Among all patients, adverse events included: previously implanted conduit replaced with bioabsorbable pulmonary valved conduit. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.